Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding tube presented memory marking above the metal tip, making it impossible to pass. In addition, the customer stated the feeding tube's entry is too wide and the material does not adhere well causing leakage of diet and water. Also the feeding tube clogs easily even after the wash technique.